Manufacturer narrative:
The concomitant device was returned on (B)(6) 2016. During the investigation, it was found that the complained device was stuck in the concomitant device. One (1) 2.0mm kirschner wire with drill tip, 100mm was received. The guide wire was received stuck in one of the four k-wire cannulations on the returned distractor. It is stuck in the cannulation furthest from the spindle knob. The wire is broken just distal (approximately 1.5mm) to where it reaches the proximal edge of the distractor and thus cannot be removed. The distal tip is also broken as shows deformation. The missing portions were not received. Thus, the complaint condition for this device is confirmed and consistent with the reported condition but could not be replicated is it is already broken. A visual inspection and drawing review were performed as part of this investigation. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. The compression/distraction (c/d) instrument is used with kirschner (k) wires up to 2.0mm diameter and is applied prior to performing the osteotomy cut. The device is intended to aid in reduction and compression of the cut bone ends in ulna osteotomies. Information is provided per the 2.7mm lcp ulna osteotomy system technique guide. Upon visual inspection there is no evidence that this device contributed to the complaint condition. Slight indents on the proximal edge of the c/d instrument were observed. These are consistent with exposure to lateral forces from the k-wire. As there is no evidence that this device contributed to the complaint condition no additional investigation will be performed on this device. As the lot number and corresponding manufacturing date for the k-wire is unknown a review of the current design drawing and drawing history was performed. The k-wire hole on the c/d instrument has an mmc of 2.07mm and the shaft of the k-wire has an mmc of 2.0mm leaving a clearance of 0.07 mm in the worst case scenario. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. (All dimensional inspections completed with calipers) although a definitive root cause cannot be determined without the details surrounding the insertion of the k-wire, there is a possibility that off-axis loading and/or significant force led to the breakage of the power driven k-wire. The k-wire hole on the c/d instrument has an mmc of 2.07mm and the shaft of the k-wire has an mmc of 2.0mm leaving a clearance of 0.07 mm in the worst case scenario. Any angulation of the k-wire during power insertion and the force attributed to the subsequent breakage could potentially lead to cold-welding and jamming in a tight tolerance. One (1) compression/distraction instrument, for ulna osteotomy system was received as a concomitant device without an alleged complaint condition. Upon visual inspection there is no evidence that this device contributed to the complaint condition, and therefore no additional investigation will be performed on this device. (B)(4). Device manufacturer date was inadvertently reported. Lot number is unknown therefore, a device manufacturer date is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. Additional narrative: additional product code: hwc. Device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during in ulnar shortening procedure, while the surgeon was putting a guide wire (k-wire) through a compression device, the k-wire got caught up in the device and broke off. A portion of the k-wire remained jammed in the device and cannot be removed. There were no surgical delays. As soon as the k-wire snapped off in the device, the surgeon decided not to use it and successfully completed the surgery without any delays or medical intervention. The reporter added that the devices used were optional for the scheduled procedure and not required to successfully complete the surgery. There is no additional information. This complaint involves one (1) device. Concomitant device reported: compression / distraction instrument for ulna osteotomy system (part # 03.111.907, lot # 9576087, quantity 1).